Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an "incompatible sensor" message on the same day of applying the adc freestyle libre sensor. Customer further reported feeling lethargic, sick and weak, and was incapable of self-treating. Customer had contact with an hcp who obtained a reading of "300-350" mg/dl and was diagnosed with hyperglycemia. Customer treated with insulin (dose/type unknown) and metformin and reportedly treated with "glucose via IV." It should be noted that treatment with glucose is inconsistent with the diagnosis. There was no report of death or permanent injury associated with this event.